Event description:
It was reported that there was an eri message (elective replacement indicator) on the 8840 (clinician programmer). It was stated that the patient didn¿t really know when the message was seen first and the eri was seen when the patient came in for an appointment today. It was stated that the healthcare professionals (hcp) had stimulation turned on yesterday and did not turn it off, but today when the manufacturer¿s representative came in it was off. It was stated that the 8840 showed the implantable neurostimulator (ins) was 100% charged and the battery read ¿3.970.¿ it was stated that it was possible that the patient might have accidentally turned stimulation off and that the patient¿s husband helped her with the therapy. It was noted that the patient had therapy for motor cortex stimulation and did not feel stimulation. It was noted that the patient had stimulation off for a period of time and the hcp recently turned it back on. It was noted that the patient had a ¿foot contraction.¿ it was noted that the patient was currently in the hospital, but it ¿due to a machine used to squeeze legs¿ and was not device related.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3587a, lot # lb0013, implanted: (B)(6) 2003, product type lead; product ID 3587a, lot # lb0877, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
Additional information received reported that the battery was replaced due to an eri (elective replacement indicator) message. It was stated that the patient had a new implantable pulse generator (ipg) now.

Manufacturer narrative:
(B)(4).